Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced low blood glucose levels of 30mg/dl, 40mg/dl and 50mg/dl. Customer's father stated that the customer was treated with carbohydrates. The customer's father declined to troubleshoot for low blood glucose. The product will not be returned for analysis.